Manufacturer narrative:
Continuation of d11: 694865 lead, competitor lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant the patient developed a pocket infection with fistula. The device pocket was swollen and red with a small hole with pus. The implantable cardioverter defibrillator (ICD) and absorbable envelope were explanted. The patient received oral antibiotics and the ICD was replaced a week later. It was further reported that the right ventricular and left ventricular leads were also explanted and replaced one week later. It was noted that approximately four weeks after the ICD was explanted the patient had an infection in the empty former pocket site. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.